Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to investigate it thoroughly. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 6th complaint for lot # 9303875 for this type of defect or symptom. Previous complaint. (B)(6). There was no documentation for this type of defect during the entire production run of this batch. Root cause description: the bottom web is formed to create a kind of nest and the part is placed in the "nest". Then the top web is placed, and the blister is sealed. In this case the part with the needle bent stayed longer time exposed to the heat sealing the top web, this would have happened while the process was stopped. The part with the needle bent was not detected; anyway, with no sample or photo we can¿t confirm it. Rationale: CAPA not required at this time.

Event description:
It was reported that prior to use the catheter was damaged with a bd¿ blunt plastic cannula. The following information was provided by the initial reporter: it was reported to the tga by flinders medical centre medical imaging that the bd blunt interlink cannula stem deviated.